Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq75124 pta balloon dilatation catheter allegedly experienced break. This report was received from a single source. This event did not involve patient with no patient contact. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The sample was returned; however a photo has been provided and reviewed. The investigation and photo review was confirmed for the device break. The definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported event, the devices were returned to bd and evaluated. The photo review is currently underway review. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq75124 pta balloon dilatation catheter allegedly experienced break. This report was received from a single source. This event did not involve patient with no patient contact. Age, weight, and gender were not provided for the patient.